Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure using supermultivac wand, the tip electrode fell off. The fragment was removed from the patient. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection of the returned instrument found the electrode is missing. Product was out of the original packaging. No packaging returned. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box the wand did not function properly due to the missing electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.